Event description:
In 1996 pt was diagnosed with pancreatic cancer. On 11/7/96 pt had a double groshong catheter placement to help with his "catheter" treatment. On 12/6/97 the pt came into the emergency department complaining of fever, nausea and weakness. Pt was admitted same day. While in the hosp, examination of groshong revealed that the white port of the catheter was nonfunctional. Pt had surgery on 12/9/97 to replace catheter.